Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported that the product was broke off. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
D1 - 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. Attempts were made to obtain the device, but the device has not been returned. A device history review will be conducted.

Manufacturer narrative:
A photo was returned showing the male luer separated from the set. A crack was observed on the slide clamp and the tubing looked torn. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.